Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several oversensing and noise episodes were noted. The physician will continue to monitor the patient by follow-up. The patient was in stable condition.

Event description:
During follow-up, several oversensing and noise episodes were noted. Diagnostic imaging was performed to confirm the lead was externalized. The physician will continue to monitor the patient by follow-up. The patient was in stable condition.

Event description:
Additional information was received that the lead was capped and replaced. The patient was in stable condition.